Manufacturer narrative:
The reported event for high impedance was confirmed. As received, the octrode lead was complete. Microscopic inspection identified a kink with multiple broken wires; consistent with overstress condition that the lead may have been subjected while in vivo.

Manufacturer narrative:
(B)(6). Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the lead was explanted and replaced. Effective therapy was established post-op.